Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) which was captured as non-sustained ventricular t achycardia (ns-vt). The issue was presented by the physician asking for programming options to resolve the twos. The lead remains in use. No patient complications have been reported as a result of this event.